Manufacturer narrative:
Natus was unable to confirm complaint of "false pass". Unit was tested per algo 5 test record and found no issues with the unit. All other device elements have been tested by natus and have been found to be within the required specifications. The customer was provided witha replacement algo 5 hearing screener and has been confirmed to function according to product requirements.

Manufacturer narrative:
The entire algo5 system was requested for return to (B)(6) for evaluation and a replacement algo 5 system was provided to customer to prevent delay in screening. The device was received by (B)(6) medical for evaluation on (B)(6) 2017 and is under evaluation. If additional information is available (B)(6) medical will file a supplemental.

Event description:
(B)(6) medical received a complaint on (B)(6) 2018. It was reported to (B)(6) that algo 5 hearing screener results were questionable to the user. Customer stated that patient passed hearing screen (left: pass, right: refer) but was later diagnosed as deaf and confirmed that equipment checks had passed prior to screening. There was no death, serious injury, delay in treatment, or environmental/safety concerns. (B)(6) technical service representative suggested customer to discontinue use of the device and requested answers to additional questions regarding the event. After the initial follow up with customer by (B)(6) technical service representative, it was confirmed that the screening was performed while the patient was sleeping and there was no sensor replacement or adhesion issues. The follow up confirmatory tested was completed on the same day as screen and the patient was diagnosed with bilateral hearing loss. The patients genetic testing indicated that parents have gene for hearing loss and the patient's older sister was born deaf.